Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess the electrical performance of the lead. Measurements from these tests were not within normal limits, as the inner coil number was below specification. Microscopic inspection of the terminal pin assembly, lead body, and electrode tip revealed an anomaly, in which a fractured inner coil conductor was observed at the terminal end, consistent with torsional overload. The analysis identified no evidence of defect, malfunction, or damage beyond what would be expected from normal medical use.

Event description:
It was reported that the right atrial (ra) lead malfunctioned. Additionally, the patient experienced venous occlusion. This ra lead was explanted and no new lead implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead malfunctioned. Additionally, the patient experienced venous occlusion. This ra lead was explanted and no new lead implanted. No additional adverse patient effects were reported.